Manufacturer narrative:
A specific root cause could not be identified. The field service engineer checked sample pipetting, pressures and washes. The system operated within specifications. The customer is using 13 mm sample tubes without using recommended rack adapters. The tubes might not be centered correctly and mis-pipetting could occur. The customer has had no further issues since the original event.

Manufacturer narrative:
A specific root cause could not be identified. A possible root cause may be related to the gear pump pressure which was corrected by the field service engineer, but this could not be confirmed as additional information was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Annual maintenance was performed on the instrument by the field service engineer on (B)(6) 2015. At that time the customer reported they had some air in the instrument pipes. During maintenance, the air issues were not observed. It was noted that the customer does not use rack adapters. Reagent and sample probes are cleaned daily monday-friday and are ok according to the customer.

Event description:
The customer complained of erroneous results for 1 patient sample tested for creatinine plus ver.2 (crep2). Erroneous results were reported outside of the laboratory. The initial crep2 result was 304 umol/l at 12:00 p.m. Multiple assays were run at this time and all other results and repeat tests were acceptable. The crep2 result of 304 umol/l was reported outside of the laboratory. Based on this result, the patient was treated with "extra hydration." A new sample was obtained later that "evening" and the crep2 result was 46 umol/l. The patient's physician was surprised by this result and asked about the result from the laboratory. The initial sample was repeated and the result was 44 umol/l. No adverse event reported due to being treated with "extra hydration." The patient is currently fine. The crep2 reagent lot and expiration date was not provided. The last calibration on the instrument was performed on (B)(6) 2015.